Manufacturer narrative:
The resection electrode is under an internal investigation at the user facility and will not be returned to olympus at this time. Therefore the user's experience cannot be conclusively determined at this time. If the device is returned for evaluation or additional and significant information becomes available at a later time, this report will be updated. The device history record was reviewed and there were no problem noted during the manufacturing process.

Event description:
Olympus was informed that during a transurethral resection of the prostate, the loop on the first electrode loop partially detached. Sometime during the procedure, the loop on the second electrode also partially detached. The third resection sheath arced causing the working element to melt where it meets with the active cord. All three electrodes were removed intact from the patient. The settings on the electrosurgical unit were coag 100 and cut 300. The procedure was able to be completed. There was no patient injury reported. This is one of four reports.